Event description:
It was reported that the pump touch screen was frozen. There was no adverse impact to the customer's blood glucose level. The frozen display was successfully cleared using the button alarm, and no further action was required.